Manufacturer narrative:
¿H10 h3, h6: the procise lw coblator ii wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, "during the excision of laryngeal papilloma surgery, it was found metal electrode wire cracked, the surgeon could not complete the surgery normally using the device." A review of manufacturing records for the reported lot number 2026346 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. The visual inspection under magnification of the wand shows moderate electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. The suction line was tested and performed as intended. The saline line was tested and performed fluently, however only when the line was backflushed with a syringe. Plasma was produced as specified when activating the device in saline solution at ablate/coag min/max settings. The complaint was not verified and the root cause could not be determined with confidence. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: not having sufficient saline in order to facilitate the formation of plasma, inadequate suction. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the excision of laryngeal papilloma surgery, it was found metal electrode wire cracked, the surgeon could not complete the surgery normally using the device; therefore, a backup device was used. Nothing fell inside the patient. No significant delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during the excision of laryngeal papilloma surgery, it was found metal electrode wire cracked, the surgeon could not complete the surgery normally. A backup device was available to complete the procedure. It is unknown if there was a surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.